Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The proximal neck was 21-20 mm in diameter and 29 mm in length. The left common iliac artery was 18 mm in diameter and the right common iliac artery was 21 mm in diameter. The right external iliac artery measured 6.5 mm in diameter and the left external iliac artery measured 4.1 mm in diameter. It was reported that the patient returned to the facility with numbness in the left limb. As a result of a test, the occlusion was confirmed from bifurcation all the way to the left common femoral artery. The physician performed a thrombectomy with fogarty catheter and another limb was implanted at the external iliac artery. The physician stated that the distal end of the contralateral limb of 16x24x124 was implanted at the absolute edge of bifurcation of the internal artery and external artery. After some indecision about further treatment during the procedure, the physician didn¿t give additional treatment to the patient. The physician commented that the distal area of left common iliac artery and external iliac artery had an angulation of about 90 degrees and the distal side of the device was implanted in this angulated area, which caused the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)